Event description:
Caller reported a cartridge alarm 30, resulting in a high, unspecified blood glucose level. The customer administered a correction injection using multiple daily injections (mdi) and received support from customer technical support (cts), which opted to send a replacement pump with updated software. Customer reverted to an alternative method of insulin therapy.